Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the port broke off the device.

Event description:
It was reported that the port broke off the device.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed that the irrigation arm was disconnected from the tube. The tube was not returned to evaluation. The exact mechanism of the irrigation arm detachment would not be conclusively determined at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use states the following: ¿1. Preparation of sms prior to insertion a. Verify the retention cuff has been completely deflated. This can be done by squeezing the cuff to ensure there is no residual air inside the device. 1) if air remains within the cuff, attach the 60 ml syringe to the green inflation port and withdraw all remaining air from the cuff. B. After the cuff has been fully deflated, fill the syringe with 45 ml of water and set aside. C. Using a permanent marker, record the catheter insertion date on the label located on the piston valve connector."